Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a clip/staple found stuck to seal plate. Seal plate damage also observed. Functional testing found that the damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was reported that the device seal was not completed. The device also stopped working and there was alarm activation issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lobectomy procedure, start-up and end sounds rang, but sealing was insufficient/partial. There was a re-grasp alert. Sealing can be performed about several dozen times in about an hour. After about 1 hour had passed, the sealing could not be done. Sealing was performed on the chest wall, etc., and not on the blood vessel, but it could not seal. There was a power-on sound, but there was no steam rising and there was no sign of a seal. The device was wiped off when the device gets dirty every time it was used. When a new lf1923 was used, it could be used without any problems. There was no patient injury.

Event description:
According to the reporter, during lobectomy procedure, start-up and end sounds rang, but sealing was insufficient/partial. There was a re-grasp alert. Sealing can be performed about several dozen times in about an hour. After about 1 hour had passed, the sealing could not be done. Sealing was performed on the chest wall, etc., and not on the blood vessel, but it could not seal. There was a power-on sound, but there was no steam rising and there was no sign of a seal. The device was wiped off when the device gets dirty every time it was used. When a new device was used, it could be used without any problems. There was no patient injury.

Manufacturer narrative:
Concomitant product: vlft10gen ft series energy platformx1 (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.